Event description:
It was reported the pt experienced tingling and numbness in her legs. Inflammatory mass was diagnosed at t9 per MRI in (B) (6) 2009. The pt was implanted to treat peripheral neuropathy and had numbness and tingling prior to the implant. The pt spent 19 days in the hospital and 8 months off work as a result. The pt stated her pump and catheter were explanted on (B) (6) 2009. The drugs in the pump were dilaudid and compounded baclofen. The pt did not believe she suffered from inflammatory mass effects, but still had low back pain. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).